Event description:
It was reported that during a bowel resection operation, there were some staples missing in the middle of the staple line. Sutured over the place in the staple line where the leakage occurred. No other pt consequence reported.